Event description:
It was reported that the patient had device erosion at the location of the device pocket. A possible explant and analysis if infection was present was planned but had not been taken yet. The health care provider (hcp) felt that the shape of the device and the prominence of the implant contributed to the erosion that was taking place. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).